Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: part returned investigation summary: background: two of the screwdrivers broke during surgery. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: xpdm quick-con si poly scwdrvr (part# 279712400, lot# mi61159, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device got broken. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. But the reported embedded condition cannot be confirmed without any x-rays. Device failure / defect was identified. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/ specification review: the following drawings were reviewed during the investigation: -expedium si quick connect polyaxial screwdriver: dwg-2797-12-400 rev. J / k. No design issues or discrepancies were noted during the investigation. Complaint was confirmed. Investigation conclusion: the complaint is being confirmed for xpdm quick-con si poly scwdrvr (part# 279712400, lot# mi61159) as the distal tip of the device got broken. While a definitive root cause could not be determined, it is possible that the distal tip of the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi61159 was released in a single batch. Batch1: lot qty of 53 units were released on 11 oct 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a spinal fusion procedure in the lumbar spine treating degenerative disease, the tip of the quick-con poly screwdriver broke off. The fragment was left in the screw inside the patient. The procedure was successfully completed using a replacement device. There was a surgical delay of less than 30 minutes. There is no further information available. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for (B)(4).